Event description:
Information received by medtronic that the insulin pump had under delivery. The customer¿s blood glucose value was 121 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer treated with the manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer was not using the insulin pump with auto mode. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because of insulin flow block. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.